Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that after inserting the catheter into the vein, it would not allow the operator to thread. It was also very hard to get detachment from the jelco slide. A catheter from a different lot number was subsequently used on the patient. No death or serious injury was reported in connection with this incident.